Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply was being checked. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that the system switched on, but would not emit fluoroscopic x-rays. No patient injury was reported.